Event description:
The facility's registered nurse reported to baxter (B)(4) that a nitroglycerin set came apart just below the drip chamber where the adminstration tubing connects. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. If additional information or samples become available, a follow-up report will be submitted.